Event description:
The sales rep reported on behalf of the customer that the connection between the rasp handle and the femoral rasp itself is not stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.